Event description:
It was reported that the colonovideoscope exhibited screen flickering during a colonoscopy. The diagnostic procedure was completed using the same device. The patient was sedated; however, no harm was reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause of the malfunction could not be determined. However, it is likely that the event was caused by damage or deterioration of components due to normal wear and tear, rather than any design or manufacturing issue. Additionally, during the device evaluation, a reportable malfunction characterized by image noise on the scope was identified. Based on the investigation results, the malfunction was likely caused by a defective plug unit and cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.